Event description:
Revision surgery - due to the patient falling and fracturing.

Manufacturer narrative:
The reason for this revision surgery was the patient fell and had a fracture. The actual length of in-vivo service for this products is unknown since the original surgery date was not provided or could not be established. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. There are no reported pre-existing patient health conditions. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history record (DHR) was not conducted since a lot and part number were not provided or determined during the complaint evaluation. Multiple searches of the djo surgical records by surgeon and patient database revealed no additional information concerning this event. No additional information was obtained from the agent to assist in the event identification. Should zimmer-biomet provide additional information concerning this complaint, the complaint will be re-opened and a further review shall be conducted. This complaint will be closed with the lot and part number unknown pending receipt of additional information. The following are undetermined items or issues for this complaint: the revision date on the product feedbck form is incorrect and unconfirmed. There was no dticket submitted for this surgery. This complaint is deemed to be non-product related. The complaint states the patient had fell and fractured the bone ((elbow) on the left side. This revision was necessary to correct the patient's condition. The length of in-vivo service is unknown since an original surgery date was not provided or could be established. No other conditions relating to this event could be determined with confidence. Inventory containment is not required since there are no indications of a product or process issue affecting implant safety or effectiveness.